Manufacturer narrative:
One device was returned for repair. Additional information added to the investigation clarified that the damage to the downstream occlusion (dso) seal was an air bubble. An air bubble is a cosmetic condition that does not impact the integrity of the dso seal.

Event description:
Additional information added to investigation findings included that the downstream occlusion (dso) seal had an air bubble.

Manufacturer narrative:
One device was returned for repair. The customer complaint was not replicated in the event history log. Investigation of the service history of this device shows that this device has not been in for service. Visual and functional testing was performed. Damage to the downstream occlusion (dso) seal was found. The seal was replaced.

Event description:
One device was returned for analysis. Investigation found a damaged downstream occlusion (dso) seal. There was no patient involvement.